Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the manufacturer representative (rep) received a call from the patient's healthcare professional (hcp) and reported the patient was seeing out of regulation (oor) on their patient programmer and this had occurred several times over the last few weeks. There were no patient symptoms or further complications reported as a result of the event.